Event description:
The customer reported that the system displayed an intermittent communication failure error message. This error message will likely cause the system to shut down, lock-up, or prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were reseated. All system fuse, the generator interface board and the fluoro functions board. The system was then found to be operating as intended.